Event description:
A complaint was received indicating that co's meter reads 230 points lower than the lab test. The contact has been testing and medicating the customer based on the readings obtrained from co's meter. Additionally, the contact indicated that the meter has been requiring frequent battery replacement. The contact did not have the requisite supplies on hand to check the proper functionality of the test sensors. A request was made to return the meter and remaining test sensors for eval. In the meantime, a replacement unit was sent to the customer. The contact was invited to call co's 24/7 customer service line.